Event description:
The customer states the device goes directly into configuration mode when powered up. Also the ac led indicator is not illuminated. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer states the device goes directly into configuration mode when powered up. Also the ac led indicator is not illuminated. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.